Event description:
I began having severe lower back and pelvic pain within weeks of having essure implanted. Additional symptoms gradually developed, including debilitating chronic joint pain, weight gain and bloating, extreme fatigue and brain fog, and headaches. I had none of these issues prior to having essure implanted, and they continued to progress to the point of adversely affecting my home life and job. Just 6 months after I had essure procedure, I had a hysterectomy to remove any and all fragments/fibers of essure from my body. Not only was my health and happiness taken from me, I am also suffering financially to pay for the implant procedure as well as the hysterectomy to have it removed (on top of all of my other required bills)!